Event description:
Customer reported they lost the saved patient images, when boot up the system to send the images to pacs. Suspected improper shut down of the system.

Manufacturer narrative:
Gehc field service engineer replaced the hard drive with new one and reloaded the cal files back into the system. Was able to save images into the hard and recall successfully, advised the customer to follow the shut down procedure. Functional check carried out system works as intended.